Manufacturer narrative:
(B)(4). D10: 12mm humeral stem spacer cat# 00434903912 lot# 64350832. 40mm +6mm offset neck angle retentive poly liner cat# 00434906606 lot# 63953087. 40mm glenosphere cat# 00434904011 lot# 64207893. 14mm 130mm length humeral stem cat# 00434901413 lot# 64227602. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a shoulder revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.